Event description:
Customer reported the alarm was being used for her (B)(6) mother who just had a knee revision and needs assistance out of the bed. The alarm was in use and the mother got out of bed, fell to the floor, and broke her foot. The caregiver reported the alarm never sounded. Customer is unsure if the caregiver tested the alarm before putting the alarm into use.

Manufacturer narrative:
Results: - eval of the returned product did not confirmed the reported issue that the alarm does not sound. The alarm unit powers up and passes all functional tests performed. Visual findings: denote no physical damage. Additionally the returned sensor was tested with the returned alarm and the alarm sounds when it should. The sensor exhibits crease marks and it was returned folded inside the box. Note: posey instructions for use warning statement: never roll, fold or crease sensor. This will damage sensor and cause false alarm or no alarm. (B)(4).